Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received intermittent minimum fill notification after multiple attempts to fill the cartridge with insulin during the load process. The customer was able to add more insulin into a cartridge and complete the load process. The customer stated does not think their blood glucose was affected.